Event description:
Upon arrival to patient room this writer observed that the patient had a strong cry and was able to cry around the tracheostomy. This writer checked the pilot balloon and all connections. Pilot balloon was inflated. This writer added 1cc of sterile water in attempt to seal the airway. Adding extra water had no effect. The emergency airway bag was accessed and another same size tracheostomy was taken out of sterile box. Pilot balloon was tested. The emergency tracheostomy was faulty and only the pilot balloon would inflate not the cuff. With md at bedside a new tested larger sized tracheostomy was placed in the patient. The patient recovered. Fi02 was weaned. The tracheostomy removed from the patients stoma was tested and like the emergency tracheostomy only the pilot balloon was inflatable and the cuff did not inflate with sterile water was added. FDA safety report ID# (B)(4).